Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction under the lifevest equipment. The patient described the area as an itchy rash with pimples on their back around the vibration box. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a medication and a cream as well as removal of the lifevest for the allergic reaction. Follow up indicated that the skin irritation improved.